Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: during the event, the coil was not left in the aneurysm, while the microcatheter was repositioned. It was reported that during insertion, the orbit mini complex fill2.5x4.5 coil stretched. With investigation, it was clarified that the coil stretched during manipulation/withdrawal of the coil from the aneurysm. There was no resistance/friction at any time during the procedure. It is not known what caused or contributed to the event. After the coil stretched it remained attached to the delivery system and the coil and delivery system was removed from the microcatheter. The microcatheter was not reshaped prior to use. There is no information available regarding the target site or aneurysm characteristics. The device was not received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13471545 and coil subassembly lots 14096537 and 14090745 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results tests. It is possible that aneurysm characteristics and device manipulation during withdrawal/repositioning contributed to the reported stretching of the coil; however, based on the limited available clinical information, no conclusion can be made regarding the event or possible contributing factors. Based on the device history record, there is no indication that the event is related the manufacturing process; therefore no corrective actions will be taken.

Event description:
During insertion, the orbit mini complex fill 2.5x4.5 coil stretched. Additionally it was reported that the event did not occur during the insertion through the y connector into the microcatheter, instead the event occur during withdrawal of the coil from aneurysm to manipulate, the coil stretched. The y connector was tightened on the coil delivery system. After the event occurred, the coil was still attached to the delivery system, and the coil delivery system was pulled out with the microcatheter. No further information was received.

Manufacturer narrative:
During insertion, the orbit mini complex fill2.5x4.5 coil stretched. Additionally, it was reported that the event did not occur during the insertion through the y connector into the microcatheter. Instead, the event occurred during withdrawal of the coil from aneurysm for manipulate, coil stretched. The y connector was tightened on the coil delivery system. After the event occurred, the coil was still attached to the delivery system, and the coil delivery system was pulled out with the microcatheter. The microcatheter was not re-shaped. During the event, the coil was left in the aneurysm, and the microcatheter was repositioned. During the procedure, there was no resistance or friction. No further information was received. Additional information will be submitted within 30 days of receipt.